Event description:
Customer reported the image processor power supply and monitor were smoking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image processor board and power supply need to be replaced. Parts on order.